Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: 2006 (B)(6); product type lead product ID 435135, serial# (B)(4), implanted: 2006 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) was good and replaced due to depletion. However, a week before replacement, the patient was very ill and her symptoms returned. The patient could not eat or drink and was in the hospital. The patient was feeling really sick and went in for her annual adjustments when they told her she was feeling sick because, her battery was depleting. Additional information was requested, but was not available as of the date of this report.